Manufacturer narrative:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) were broken and did not enter a 5f non-cordis sheath. There was an issue with the sealant sleeve, which was bent and could not be inserted into the sheath. Hemostasis was achieved by using another mynx device. There was no reported patient injury. The product was not available for use in a transfemoral cerebral angiography (tfca). The procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. Additionally, the mynx vcd was prepped according to the instructions for use (IFU). The patient had no relevant medical history such as bleeding disorders, hypertension, obesity, previous surgical procedures, peripheral vascular disease (pvd), or allergies. The sheath introducer used was a 5f non-cordis sheath. The femoral artery suitability was verified on angiography, confirming the insertion angle of the vascular sheath introducer was between 30-45 degrees, and the vessel diameter was greater than or equal to 5 mm with no presence of pvd or calcium in the vicinity of the puncture site. The stick location was unknown. It is also unknown whether the sealant was deployed completely above the access site, if it was dislodged from the arteriotomy, or if it seemed to stick to the device. The device storage temperature did not exceed 25°c, and the patient was not thin with shallow vessel depth. The operator could not reach the step of pressing button 1 because the sealant sleeve was bent and could not be inserted into the sheath. There was no resistance noted during the use of the device. The physician was certified in the use of mynx and had used the device several times prior to this procedure. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe and procedural sheath were not returned for evaluation, and the stopcock was observed in the open position. Additionally, the balloon was found fully deflated, and the sealant was exposed from the sealant sleeves and exposed to blood. The device was inspected for damages or anomalies that may have contributed to the reported failure, and frayed/split/torn conditions were observed to the sealant sleeves. A dimensional test was not performed on the returned device due to the frayed/split/torn conditions observed to the sealant outer sleeve assembly. Per functional analysis, a simulated deployment test was conducted on the returned device according to the mynx control instructions for use (IFU). Button 1 was pressed successfully to deploy the sealant without any resistance. No issues were noted regarding the deployment of button 1 during the device failure investigation. Button 2 was also fully depressed without any issues, and the balloon was completely retracted into the tamp tube. The returned device functioned as intended in accordance with the mynx control IFU. Visual inspection at high magnification revealed that the sealant was exposed from the sealant sleeves and exposed to blood. The sealant sleeves were observed to be frayed/split/torn; no evidence of a kinked condition was observed. The reported event of ¿sealant sleeves (cartridge assembly)-kinked/bent¿ was not confirmed through analysis of the returned device as there was no kinked/bent condition noted. However, the sealant sleeves were found to be frayed/split/torn, and a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle, even though it was reported that no resistance was noted during the use of the device) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) was broken and did not enter a 5f non-cordis sheath. There was an issue with the sealant sleeve, which was bent and could not be inserted into the sheath. Hemostasis was achieved by using another mynx device. There was no reported patient injury. The product was not available for use in a transfemoral cerebral angiography (tfca). The procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. Also, the mynx vcd was prepped according to the instructions for use (IFU). The patient had no relevant medical history such as bleeding disorders, hypertension, obesity, previous surgical procedures, pvd, or allergies. The sheath introducer used was a 5f non-cordis sheath. The femoral artery suitability was verified on angiography, confirming the insertion angle of the vascular sheath introducer was between 30-45 degrees, and the vessel diameter was greater than or equal to 5 mm with no presence of pvd or calcium in the vicinity of the puncture site. The stick location was unknown. It is also unknown whether the sealant was deployed completely above the access site, if it was dislodged from the arteriotomy, or if it seemed to stick to the device. The device storage temperature did not exceed 25°c, and the patient was not thin with shallow vessel depth. The operator could not reach the step of pressing button #1 because the sealant sleeve was bent and could not be inserted into the sheath. There was no resistance noted during the use of the device. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was returned for evaluation, finding the sealant exposed from the sealant sleeves and exposed to blood.